Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately eight months post implant of the right ventricular lead approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and not analyzed as it met expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and the outer tubing overlay has cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.